Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a vtach alarm was not triggered at the monitor. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.